Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced angina and underwent intervention. Lesion 1 was a de novo lesion located in the distal left circumflex (cx). The lesion was 90% stenosed, 3.0mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 2.75x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient presented with progressive angina at rest. Cardiolite stress test revealed partial reversible inferior and inferolateral perfusion defect. The patient was hospitalized and cardiac catheterization was recommended. Of note, the patient had renal insufficiency and lab investigation revealed. Bun: 35 and creatinine: 1.7. The cardiac catheterization was delayed due to IV hydration and three st elevation myocardial infarction. By interventional cardiologist assessment, the left cx lesions were the likely culprit for the unstable symptoms. Of note, there was no further intervention performed. Staged percutaneous coronary intervention was planned. The event was considered resolved without residual effects. The patient was discharged 2 days later on aspirin and prasugrel. In (B)(6) 2012, the patient presented with shortness of breath, fatigue and chest pain at rest and was hospitalized. Cardiac catheterization was recommended. Of note, the patient had undergone diagnostic coronary angiography in (B)(6) 2012, which revealed multivessel coronary artery disease with chronically occluded distal right coronary artery (rca) and de novo lesion in the left cx and lad. The patient was referred for a planned percutaneous coronary intervention. However, due to poor conduit, multiple comorbidities, acute-on-chronic kidney disease and normocytic anemia the cardiac catheterization was postponed until (B)(6) 2012. The 75% distal edge stenosis of the previously placed study stent located in the distal cx was treated with 3.5x9mm non-bsc stent and the 70-80% proximal stenosis located in the proximal left cx was treated with 3.5x15mm non-bsc stent. Residual stenosis was 0%. In addition, the 75-80% stenosis located in the mid lad was treated with 2.50 x 18 mm non-bsc stent and the 70-80% stenosis located in the proximal lad was treated with 3.50 x 18 mm non-bsc stent. Residual stenosis was 0%. The event was considered resolved without residual effects. The patient was discharged 1 day later on aspirin and prasugrel.